Manufacturer narrative:
Correction.

Event description:
It was also reported that the patient was very lethargic when they presented to the hospital. Direct current cardioversion was required to restore normal rhythm.

Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope with ventricular tachycardia (vt) and the cardiac resynchronization therapy defibrillator (crt-d) did not deliver high voltage therapy. The patient was hospitalized for two days. The crt-d remains in use. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient experienced syncope with ventricular tachycardia (vt) and the cardiac resynchronization therapy defibrillator (crt-d) did not deliver high voltage therapy. The patient was hospitalized for two days. It was determined that the patient's vt rate was below the programmed detection zone. The crt-d was reprogrammed to a lower vt detection rate and remains in use. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.